Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 270mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. A button error alarm was not noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.